Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not vibrate. Customer¿s blood glucose level was 9.1 mmol/l. Customer was not calling back after performing an insulin pump test. The customer reported that the insulin pump did not vibrate during the vibrate test. The customer was advised that the pump will need to be replaced. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device audio/beep/vibrate functions properly and no anomaly noted during testing.